Manufacturer narrative:
Correction: the report that the ipg is at end of life and is no longer providing therapy was confirmed. Analysis and longevity calculation of the returned ipg found that the device had normal battery depletion to the end of life. This device is no longer reportable.

Event description:
Additional information indicates surgical intervention was undertaken on 24 may 2021 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.